Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included abnormal uterine bleeding, chronic cervicitis, nabothian cyst, leiomyoma nos, adenomyosis and endometrial polyp. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (abdominal hysterectomy and bilateral salpingectomy, laparotomy exploratory). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral essure coils causing complete blockage of the fallopian tubes. Uterine cavity with irregularity in the periphery probably related to synechiae. Pathology test - on (B)(6) 2021: final diagnosis: part 1: soft tissue, hernia sac, repair consistent with hernia sac. Part 2: uterus, uterine cervix and bilateral fallopian tubes, laparoscopic abdominal hysterectomy and bilateral salpingectomy a. Chronic cervicitis with nabothian cyst, 1.3cm. B. Proliferative endometrium. C. Leiomyoma, 2.8 cm. D. Adenomyosis. E. Consistent with endometrial polyp, 0.8 cm. F. Bilateral fallopian tubes with no specific pathologic changes.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-may-2021: mr received-event medical device removal updated to pelvic pain. New reporter, lab data, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included abnormal uterine bleeding, chronic cervicitis, nabothian cyst, leiomyoma nos, adenomyosis and endometrial polyp. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (abdominal hysterectomy and bilateral salpingectomy, laparotomy exploratory). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral essure coils causing complete blockage of the fallopian tubes. Uterine cavity with irregularity in the periphery probably related to synechiae. Pathology test - on (B)(6) 2021: final diagnosis: part 1: soft tissue, hernia sac, repair consistent with hernia sac. Part 2: uterus, uterine cervix and bilateral fallopian tubes, laparoscopic abdominal hysterectomy and bilateral salpingectomy a. Chronic cervicitis with nabothian cyst, 1.3cm. B. Proliferative endometrium. C. Leiomyoma, 2.8 cm. D. Adenomyosis. E. Consistent with endometrial polyp, 0.8 cm. F. Bilateral fallopian tubes with no specific pathologic changes.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.